Manufacturer narrative:
(B)(6). (B)(4). This device is not approved for sale in us but a similar device with catalog number 939009 and 510k number k094025 is approved for sale in us. :device evaluation anticipated but not yet begun.

Event description:
Pre-op diagnosis: disc herniation l4-l5 procedure: 360 degrees lumbar interbody fusion (l4-l5), with transpedicular screws and tlif levels implanted: l4-l5 it was reported that on (B)(6) 2015, intra-op, after inserting the implant into the disc space, when final positioning the implant using the usual instruments contained in the set, the surgeon was unable to acquire a correct intra-op image because the tantalum marks were not correct. When he extracted the implant (again with the instruments available in the set), the surgeon realized the implant had broken during normal impartation. No fragments were remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: product analysis :macroscopic and optical examination confirms the implant is fractured in multiple locations at the first thin-walled intersection nearest to the inserter attachment point, with rays emanating away from the area of crack origination. This suggests significant impaction force may have been utilized during the attempted insertion. The above observations are consistent with brittle overload during insertion as the mechanism of failure.